Manufacturer narrative:
The customer sent a video of the malfunction and it was determined in-office diagnostics were required. Philips bench offered diagnostic service to the customer; however, the customer did not accept the quote. H3 other text : philips bench offered diagnostic service to the customer; however, the customer did not accept the quote.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator exhibited a ECG malfunction error. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.